Event description:
Complainant alleged that during biomed testing, sparks and flames came out of the device while device was plugged into ac power. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.